Event description:
During a tonsillectomy and adenoidectomy procedure, using a procise xp wand with integrated cable, the pt reportedly sustained a superficial burn to the pt's upper lip. Vasotracin was used to treat the burn. It was reported the hospital believes a crack in the wand allowed power to pass and subsequently burn the pt's lip.

Manufacturer narrative:
The device was returned for investigation. The investigation is currently in progress.